Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The event date and patient information was unknown at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
It was reported that when they opened up the package, they noticed that the tip of the wire is defective. It is actually the tip has no hydrophilic coating on it, it was just a bare wire. They opened up another of the same and continued. They did not do anything with it because they knew it as soon it came out of the package. No patient complications.

Manufacturer narrative:
Device evaluation: as received, the specimen consists of one hydro gw stf std an 260-035; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The dispenser assembly was not returned with the specimen device. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents a ductile, tensile overload of the polymer jacket material; exposing the distal 0.5cm of the metallic core wire. The specimen also presents a large radius bend over the distal 4cm, consistent with tensile loading. This damage is readily visible at 1x - 18 inches, unaided. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As such, it is unlikely that the damage, as presented, would go unnoticed during the manufacturing and packaging operations. At this time it is not possible to assign a definitive root cause for the event as reported. The damage presented appears consistent with attempting to remove the specimen wire from the dispenser assembly without first wetting the wire to activate the hydrophilic coating. As noted in the device instructions for use, "1. The surface of the zipwire hydrophilic guide wire is not lubricious unless it is wet. Before removing the zipwire hydrophilic guide wire from its dispenser, inject heparinized sterile saline solution into the luer lock hub end of the dispenser using a syringe. 2. Inject enough solution to fill the dispenser coil. This will completely cover the zipwire hydrophilic guide wire surface and activate the hydrophilic coating. 3. Remove the zipwire hydrophilic guide wire from its dispenser by gently withdrawing the zipwire hydrophilic guide wire's tip. 4. If the zipwire hydrophilic guide wire cannot easily be removed from its dispenser, inject more heparinized saline solution into the dispenser and try again." Based on the information provided, handling and/or procedural factors appear to have impacted on the event as reported. The event date and patient information was unknown at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.